Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received: device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient developed an infection.